Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their aligners caused gum recession and gum disease and that their teeth have shifted to a different position than their expected outcome photos.